Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of the lead was unsuccessful because it was difficult to place the lead. The lead was removed and a replacement lead was placed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The analyst noted that these are not lead failures. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.